Event description:
The facility representative reported a failure code 500:320:654:000. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During baxter's review of the device event history, it was determined that the reported condition occurred during delivery.

Manufacturer narrative:
The reported condition of 500:320:654:000 was confirmed in the device event history but not duplicated during testing. Based on the event history, the failure code 500:320:654:0000 occurred 50 seconds or greater after the lock key was pressed. There was no repair required for this condition. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: the root cause investigation for the reported problem is in progress through (B)(4). A service history review revealed no previous service events related to the reported condition.